Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that the pre-operative merge revealed that l5 and s1 both contained a shift. For the ap image of l5, the vertebral body appears to rotate so that the right pedicle is lower than the left pedicle. Shifts in the pre-operative merge can lead to navigation integrity issues and the misplacement of screws. The user also reported when the driver was placed into the end effector, the user believed it showed a sudden change in trajectory. This can either be due to navigational noise, which can be caused by damaged or bloody passive marker on any of the arrays. The misplaced screw was corrected intra-operatively and there were no adverse effects to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that a screw using the excelsius gps system was misplaced intra-operatively causing screws to breach the patient's medial disc space.